Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a detached sensor wire. Patient is not sure of exact date of event or insertion date. Patient reported that after insertion, sensor wire remained sticking out of patient's skin. Patient removed sensor wire. No medical intervention was required.